Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #e240000402/e240000403. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec60a device was returned with no apparent damage and with no reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. The knife was returned to home position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the knife was partially advanced. A manufacturing record evaluation was performed for the device lot e24090006, and batch number e240000402/e240000403 no non-conformances were identified. Fg date of mfg:2024-09-03;fg expiration date: 2027-09-02. A manufacturing record evaluation was performed for the device lot e24090006, and batch number e240000402/e240000403 no non-conformances were identified.

Event description:
It was reported that during a lap gastrectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.